Event description:
It was reported that on (B)(6) 2010, a (B)(6) old female pt underwent a laparoscopic suprapubic hysterectomy procedure and the pt was discharged on (B)(6) 2010 with no noted incidents. On (B)(6) 2010, the pt was re-admitted for post operative complications and a second surgery observed thermal necrosis on a perforated section of the small intestines of approximately 2cm. Approximately 4" of the bowel was resected/removed and the pt was discharged on (B)(6) 2010. The cause of the burn to the pt during the first surgery has not been determined. The devices in use at the time of the first surgery include a 300 universal light source, light guide and 10mm scope. However, the user owns these types of devices from several manufacturers and was unable to determine which ones were used. The two conmed linvatec light sources that may have been used during this event were identified as cat# ls7500, serial (B)(4). The user was unable to identify which of these units were associated with the event. In addition, both light sources remained in circulation of use at the user facility until the devices were requested for evaluation.

Manufacturer narrative:
Investigation results: to date, conmed linvatec has not received these devices for evaluation. A follow-up report will be sent upon receipt of these light sources and completion of an investigation. The linvatec (B)(4) xenon light source is intended to be used with an endoscope to provide illumination during endoscopic procedures. The user manual for this device cautions: prior to each use, the light source and all associated equipment must be inspected for proper operation. To avoid burns, use caution when working with high temperature areas during endoscopic procedures. High energy radiated light guided through endoscopes may give rise to high temperatures in front of the light outlet and the tip of the instrument. (B)(4).